Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after experiencing a syncopal episode. Upon interrogation of the pulse generator, a message "diagnostics cleared due to invalid data" alert appeared on the programmer screen.